Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology not reported. It was reported that the devices were successfully implanted. A snorkeling technique was used and a stent was placed in the left renal artery. After the stent graft was implanted, ivus was performed in both limbs to verify patency. The contralateral limb measured 16 mm in diameter, as expected, however the ipsilateral limb measured approximately 10 mm in diameter instead of 16. The measurement was taken directly across from the contralateral gate. There was no evidence of kinking or infolding, however there was thrombus in the aneurysm sac that may have contributed. No intervention is planned and the patient will be monitored normally. No clinical sequelae were reported and the patient is fine. A review of returned films pre-implant show that the proximal neck diameter is approximately 27mm at the right renal, and narrows to 18-22mm approximately 5cm below the right renal (just above the aaa). There is also calcification in this area. The aaa is 5cm and contains thrombus (3.5cm diameter flow lumen). The distal aorta diameter is 30mm, and the iliacs are large and calcified. A single intra-op ivus image show what is apparently the cross-section of the compressed ipsilateral limb (labeled 10.4mm in diameter). This cross-section area of the stent graft appears to be compressed. The cause of the limb compression may be due to the small diameter in the distal portion of the proximal neck, as well as the thrombus in the aaa sac, which may have contributed to the 16mm ipsilateral limb not fully expanding.

Manufacturer narrative:
(B)(4). Evaluation, method: (film evaluation). Evaluation, results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (anatomy related; thrombus in the aneurysm sac). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; thrombus in the aneurysm sac).